Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated they haven't used the stimulator for a couple years because they didn't need it and because after the ins was implanted the leads moved. Pt states they needed an MRI and they want to be assured that the pt is ready when they have to go in for the MRI. Agent walked pt through the equipment and got the pt to start charging. Pt saw recharging excellent. Pt would call back the day of their MRI to be walked through MRI mode. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial#(B)(6) implanted: (B)(6) 2020 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2020 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 16-sep-2024, UDI#:(B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 16-sep-2024, UDI#:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt) stating that nothing has been done to resolve the lead movement as they don't want additional surgeries. They did have an MRI done.